Event description:
Customer reported that the sensors were missing a needle. Customer stated that once inserted, he received a lost sensor alert, removed the sensor, and found that the sensor cannula was not attached to the sensor. The blood glucose reading was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.